Event description:
Customer reported that the black protective coating from an instrument tray had flaked off and a small piece of the coating had stuck to a grasping instrument. The piece came free from the grasper when being used in surgery. The piece was retrieved from the joint with no pt injury or complications resulting.